Manufacturer narrative:
The ventilator was investigated on site by the hospital staff. The ventilator passed the pre-use check successfully and no malfunction was found. The simulated lung test is running normally. The ventilator is in use again. No parts were replaced and no device logs were received. The root cause for the reported problem could not be determined but according to the hospital staff, the problem was due to the pipeline or the patient itself.

Event description:
It was reported that the ventilator alarmed for expiratory minute volume low. There was no patient harm. Manufacturer's ref.#: (B)(4).